Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for movement disorders. The patient reported he was recharging too frequently. The patient stated that prior to 6 months ago, he was going at least two weeks between charges. Now the patient had to charge every 3 or 4 days. The patient stated that he recently increased the parameters and it was reviewed that the parameters can affect the recharge interval. The patient stated he used the stimulation constantly and a year and a half ago he started using a higher setting. It was reported that a fall may have affected the system. The patient stated he had ¿crps¿ and when walking the pain made him ¿drop.¿ the patient was redirected to follow up with his healthcare professional. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.